Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. There was no motor error alarms noted. The pump was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The pump was received with minor scratches on lcd window. The pump was received with cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 401 mg/dl. The customer states they treated with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.